Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated via radiofrequency or wand telemetry and the battery was low. There were no reported patient consequences.